Event description:
Event description boston scientific received information that during a follow-up visit this right ventricular lead displayed high threshold measurements. The patient reported some twitching sensations occasionally near the diaphragm. The lead was tested and a technical service consultant suggested bipolar setting at the maximum output. A chest x-ray to assess the lead position was also recommended. Our company received additional information one week later that the patient developed syncope due to loss of capture. During the lead revision procedure, 20 - 30 turns were needed to retract the helix. Then the helix would not extend. The lead was explanted, replaced and returned for analysis.